Event description:
A pt developed spinal meningitis following a pump and catheter revision on (B)(6) 2007. The pt presented with fever and decreased mental status. The pt was hospitalized. On (B)(6) 2007, the pt was noted as having recovered without sequelae.

Manufacturer narrative:
(B)(4).